Event description:
This report is based on information provided by philips field service engineers (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated a hardware error log with therapy supply voltage out of range. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Evaluation method code grid is updated.

Event description:
This report is based on information provided by philips field service engineers (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated a hardware error log with therapy supply voltage out of range. The device was not in clinical use at the time the issue was discovered.the efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.